Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00478 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure (exact date unknown). According to the complainant, the patient experienced pain, sexual impairment, sustained a permanent injury and had undergone corrective surgery (exact dates unknown). The exact nature of the symptoms, injury and surgery are unknown. All other information is unknown and reportedly unavailable.